Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called due to low blood glucose levels. The customer's blood glucose reading was 15 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. Nothing further was reported.